Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation auto bipap device was smoking at plug. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging smoking at plug there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed an unknown dust contaminant on the flip door, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip door, top enclosure, ui panel, inside the iso port, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Pil observed when device powered on, the blower making a whirring noise, most likely from the liquid ingress to it. A keratin-like substance was observed on the blower box outlet. Pil observed liquid ingress to the p4 power connector. Pil observed tampering to the blower box, cut hole inside of it. Pil is unable to directly address any symptoms. Pil can confirm the complaint of device smoking at plug, there was liquid ingress to the p4 power connector. In box d: device serviced by 3rd party, date returned, device avail. For eval. In box h: (device)problem code, device eval. By mfg., evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.